Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for low bi-ventricular pacing (bivp). It also exhibited noise and oversensing on the left ventricular (lv) lead that resulted in pacing inhibition. This lead was also reported to have seven vectors available. Boston scientific technical services (ts) was consulted and reprogramming options were offered. The sensing portion of this lead was turned off. No adverse patient effects were reported. At this time, this device system remains in service.